Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin shoot out during priming and also report the reservoir in its chipped and cracked. The customer¿s blood glucose was unknown at the time of incident. The customer also report the unexplained no delivery alarm and going through the batteries slightly quicker and screen was cloudy. The insulin pump will not be returned for analysis.